Event description:
A medtronic rep reported that while the surgeon was performing a l2-l5 lumbar fusion a navlock lumbar probe became bent. The probe was bent when the surgeon was wiggling and pulling the probe out of hard bone during the procedure. It was also reported that there was no impact on pt outcome.

Manufacturer narrative:
The pt info was requested but declined to be provided by the sites health info manager. The device manufacture date was not available as no lot number was provided. The part has not been received by the MFR for eval.